Manufacturer narrative:
The insulin pump had moisture damage noted on the lcd board. The device had a cracked case near display window corners and cracked reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has a crack on the front part near the up button. The customer stated that she was thrown into the pool and there appears to be moisture under the screen. Blood glucose value was 92 mg/dl. The customer was unsure of how the damage occurred but stated it might have been a time about 3 weeks back when she was carrying her daughter and she bumped into a wall. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.